Event description:
Overdelivery reported. Customer contact reports event occurred on the obstetric unit during the night shift. The pt was receiving demerol 10 mg/ml concentration in 30 ml vial via infusion pump setting for pca only, pca dose of 15 mg, 10 minute pt lockout, 4 hour limit not specified. Customer states "dosages recorded was wrong (number given)" as compared to amount missing from the vial. No medical interventions were required following the event and there was no report of pt harm. Customer states "can't remember anymore" when additional info requested.